Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified the following related repair: the comb was bent. The roller was damaged on the ratchet side. The left lock was loose. The cut test and calibration readings were unable to be performed due to the bent comb. The comb, comb springs, and roller were both replaced. The lock was adjusted. The device was tested and calibrated. The device passes all tests and checks per procedure. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that outside of surgery, on an unknown date, the device was broken. There was no patient harm/injury or surgical delay as there was no patient involvement. After investigation a damage comb was found. Due diligence is complete and there is no additional information available